Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 391 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find leaks and site and insulin issue. The customer's mother stated that they found a small air bubble in the reservoir. The customer's mother declined to check for setting issues. The customer's mother performed high pressure test and the insulin pump failed twice. The customer's mother was advised to revert to back-up plan. The insulin pump will not be returned for analysis.